Event description:
The customer reported that the device unexpectedly shutdown while in use. No negative pt impact was reported.

Manufacturer narrative:
The factory has not yet received the device for eval and this complaint remains under investigation. A follow up report will be submitted upon completion of the investigation.